Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the curved-tip stapler 30 instrument failed to complete a fire on the pulmonary artery. The instrument then did not unclamp and due to the high-risk nature of the anatomy, the surgeon chose to convert to a thoracotomy so the artery could be clamped before using the stapler release kit in order to remove the instrument. During follow up investigation, the robotics coordinator stated that "all was fine" but the condition of the staple line and the patient is unknown at this time.

Manufacturer narrative:
The event investigation is in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation / additional information: an investigation was completed to determine the cause of this reported event. The stapler 30 curved-tip instrument was analyzed and found to 1 firing failure based on a log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test sheet using two in-house gray reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The logs displayed 1 unclamping failure. Common causes may be attributed to either the instrument I-beam assembly being jammed due to high drive-train friction caused by a damaged sleeve near the distal clevis or due to obstruction in the path of the I-beam encountered during use of the sureform stapling instrument. The complaint was not replicated during failure analysis, but was confirmed in the logs. Isi reviewed the site¿s complaint history, which revealed a duplicate record. A review of the logs confirm the instrument was used in the reported event: a pulmonary lobectomy via sk1965 on 27-dec-2024. An advanced stapler log review shows the instrument logs show the instrument was installed on the system 3 times intermittently, and fired 3 reloads (1 green, followed by 2 white). On installs 1 and 2, clamping and firing were completed successfully. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped at almost immediately and the firing failure is shown in the logs. The following unclamp also failed shortly after it began which can also be shown in the msc logs. The emergency stop button was pressed about 47 minutes after the unclamp failure and several seconds later, the grip release was detected on this instrument. There were no additional events following the failed unclamp, so it is unclear why the grip release tool was used ~47 minutes later. The instrument was removed and not used again in the procedure. There were no images or video clips submitted for this event. Correction: annex g.